Event description:
In 2008, the patient reported that the basal rates are not fully displayed on the screen of his infusion device and the display is partial. He stated that he experienced low blood glucose of 40 mg/dl as a result and he did not feel well. His normal blood glucose range is 80-130 mg/dl. He ate to elevate his readings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.